Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The download data from the pod showed that the pod had been deactivated by the user at the end of second prime. The rotational sensor data showed that a second closed-to-open transition with a confirmed open occurred earlier than expected, resulting in first prime ending earlier than expected. First prime ending earlier than expected resulted in the firing flat of the ratchet gear not being lined up with the release bar at the end of second prime, preventing the needle mechanism from deploying as intended. Inspection of the pod found contamination on the commutator cap which contributed to the rotational sensor malfunction that prevented the needle mechanism from deploying as intended.